Event description:
It was observed that the flex video scope exhibited foreign objects in cover of the bending section.

Manufacturer narrative:
The product was returned to olympus for inspection. The investigation was performed based on the provided information by the customer and regional repair center. Olympus was able to confirm the customer reported failure of switch failure. Additionally, the regional repair center identified the following failures that are subject to investigation: cover of bending section has foreign objects. A root cause could not be identified. The most probable cause of the complaint and additional failure identified is not established, which indicates that the investigation findings do not lead to a clear conclusion about the cause of the reported adverse event. Olympus will continue to monitor field performance for this device. Should additional relevant information become available, a supplemental report will be submitted.